Manufacturer narrative:
Evaluation update: additional investigation was performed and it was determined that the coupling tool side seized, jammed and was moving heavy. It was further determined that the tool side was worn out. It was further determined that the device failed pretest for check the attachment coupling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The incorrect year was submitted on the second supplemental report. The correct date is december 06, 2017.

Manufacturer narrative:
The manufacturer location was documented as oberdorf synthes (B)(4) in the initial report. The location has been updated to synthes (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device lower trigger remained blocked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.